Event description:
Procedure performed: unk. Event description: mw5111991. "The endoscopic pouch was missing from the inzii retrieval system. FDA safety report ID# (B)(4)." Product not available for return. Patient status: no patient injury was reported as a result of the event intervention: ni.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is follow up medwatch # mw5111991.

Manufacturer narrative:
This medwatch is being submitted to follow-up the medwatch report mw5111991 received from the user facility. The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: unk. Event description: mw5111991. "The endoscopic pouch was missing from the inzii retrieval system. FDA safety report ID# (B)(4)." Product not available for return. Patient status: no patient injury was reported as a result of the event intervention: ni.